Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 after 3 broken screws and a fractured metatarsal was detected on an x-ray. The surgeon further reported the patient was non-compliant. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 after 3 broken screws and a fractured metatarsal was detected on an x-ray. The surgeon further reported the patient was non-compliant. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on feedback from the surgeon, the most likely cause of what was reported is patient non-compliance. The device was likely subjected to excessive bending stresses leading to its breakage. The company will supplement this MDR as necessary and appropriate.